Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Bottom case and power cable were cracked. Error history log review found a force sensor background test error. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced force sensor for preventive. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a force sensor background test error, missing power cord retainer. No patient injury was reported.